Event description:
- -

Event description:
Boston scientific received information that during the implant procedure, this atrial and right ventricular leads were implanted and lead testing appeared acceptable. Prior to fixation, lead testing was performed revealing no capture at high output settings. Attempts were made to reposition revealed similar results. During a further repositioning attempt the patient's blood pressure dropped and oxygen saturation decreased. An echocardiogram revealed a ventricular perforation. Periocardiocentesis was performed. Due to the patient's worsening condition, a decision was made to remove the leads and perform a follow up intervention when the patient's condition stabilized. This lead was removed and returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed a kinked/bent stylet returned in the lead. After removal of the stylet, the lead remained slightly bent. The insulation appeared twisted. The lead tip and tines were intact and undamaged. Analysis concluded the lead was electrically continuous.